Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the emdr as the product code is unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A customer contacted baxter's global technical service center with an alarm on the homechoice (hc) machine during drain 2 of 4. Per the home patient (hp), the patient line had come undone. The patient line inadvertently separated from the transfer set. The technical service representative (tsr) explained the alarm and assisted the hp to clear the bag and cassette. The hp would do a manual exchange in the morning. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report. This medical device report (MDR) is being sent against the cassette; the product code and lot number are unknown.